Event description:
Device 2 of 2. Reference MFR report#: 1627487-2014-05426. It was reported the patient experienced an infection following being implanted on (B)(6) 2014, the treatment for the infection is unknown. On (B)(6) 2014, the patient underwent a procedure to have an additional scs system implanted for a new pain pattern. During the procedure, pus and an infection were found at the ipg site of the first scs system. As a result, the doctor cleaned the pocket site and soaked the ipg in betadine. Next, the doctor placed the ipg back in it's original location. The patient will follow-up with his doctor and will be given antibiotics.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.